Event description:
The connection from the catheter to the monitoring box was shifted as rn was moving the box closer to the patient. While moving, an orange wire cover disconnected, exposing the transducer wires. The device was left in place and monitored for another 24 hours. When the catheter was discontinued, it was returned to the company representative. No identifying numbers were given to me. Upon calling the unit, there is no way to retrieve the numbers. The institution is re-evaluating the pilot as it is a struggle for the devices to be compatible with current monitoring equipment.